Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 was not showing the mapping function for dispense when the drawer was opened. A field service engineer verified the issue and confirmed through the customer¿s report that the anesthesiologist could not see the map when removing medications, though could not confirm it directly due to limited privileges. Performed a data synchronization and postponed the case for anesthesiologist testing. After following up, the customer was still unable to reach the anesthesiologist for confirmation and also confirmed that the position sensor was not working properly and replaced the sensor and rebooted the unit and ran firmware updates to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, half height drawer 2.1 was not displaying the mapping function for dispense when the drawer was opened.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.